Manufacturer narrative:
Response to FDA request 02/01/2018: in a letter dated december 18, 2017 FDA requested additional information regarding MDR 3008642652-2017-08135. Zoll's responses are attached. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not power monitor) was confirmed. As received, the battery pack was unable to power on a test monitor. Upon evaluation, the output voltage was 2.04v. The cause of the inability to power a monitor is the low output voltage. The root cause of the low output voltage is defective battery cells. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery would not power on the monitor.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not power monitor) was confirmed. As received, the battery pack was unable to power on a test monitor. Upon evaluation, the output voltage was 2.04v. The cause of the inability to power a monitor is the low output voltage. The root cause of the low output voltage is defective battery cells. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery would not power on the monitor.